Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the top panel was not properly secured. Upon further inspection, the technician found that the top panel had missing bolts and that one of the bolts was damaged causing the top panel to become loose. To resolve the issue, the technician replaced the bolts, tested the sterilizer, confirmed it to be operating to specifications and, returned it to service. No additional issues have been reported.

Event description:
The user facility reported that while opening the door on their medium evolution sterilizer, the top panel on the sterilizer fell and contacted the employee. The employee received medical treatment, but it was not disclosed what type of medical treatment was administered.